Manufacturer narrative:
Manufacturer's investigation results: a direct correlation between the reported stroke and the observed thrombus could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline (dl) cut 0.5¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inlet elbow was returned attached to the pump's inlet port with the flex section severed medially. The proximal end of the flex section and the inlet tube were not returned. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Upon disassembly of (B)(4), a large, tissue-like deposition was found surrounding the outlet bearing ball. Its lack of laminated layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while (B)(4) was supporting the patient. A root cause for the development of this deposition could not conclusively be determined through this evaluation. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. An incidental finding of thrombus was noted during the investigation. Thrombus was confirmed through the evaluation of heartmate ii lvas. This IFU lists device thrombosis, bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Additional outlines indications of pump thrombosis as well as how to respond to such events and outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years and 8 months the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient suffered an hemorrhagic stroke and expired on (B)(6) 2019. The pump operated as expected. No additional information provided.